Event description:
The patient had silicone bilateral breast implants placed november, 1987. Three to four months ago she developed symptoms of myalgia, left thigh, axilla and arm pain along with numbness of the left side of the body. Also experienced sharp pains in the left breast. A bilateral capsulectomy with the removal of the implants was performed. Both implants were intact. This report is late because it was originally sent to the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.